Event description:
It was reported that when using the mst-0668945 during placement of a three-way valve catheter in this patient with lymphoma, the hematology department found that the peel-away sheath had a jagged tip.

Manufacturer narrative:
The complaint of a damaged introducer sheath is confirmed; however, the exact cause is unknown. One photograph of an introducer sheath was returned for evaluation. An initial visual observation of the photograph showed the distal tip of the introducer sheath was damaged and plastically deformed. No obvious evidence of use residue was observed in the returned photograph. While the exact cause of the observed plastic deformation could not be determined from the returned photograph, possible causes of the plastic deformation include excessive insertion force, inadequate skin nick, and damage prior to attempted use. Evaluation findings are in section h.11.

Event description:
It was reported that when using the mst-0668945 during placement of a three-way valve catheter in this patient with lymphoma, the hematology department found that the peel-away sheath had a jagged tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.